Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Customer reported a blood glucose (bg) level of 533 (mg/dl) and delivered a bolus and injections to treat bg levels. During troubleshooting with tandem technical support, customer was able to load cartridge and resume insulin.